Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive, requiring multiple presses to power on, occurring infrequently. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy beyond brief device start-up delay and no alerts or alarms. Investigation included customer troubleshooting and education, with a request to capture video evidence if the behavior recurs. Investigation of this case revealed an intermittent user interface responsiveness issue consistent with a potential mechanical or switch-level anomaly within the device¿s wake button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of replicable evidence and absence of returned product evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.